Event description:
The physician was attempting to implant a resolute integrity rx drug eluting stent. Difficulty was noted during advancement of the stent through the guide catheter and the difficulty persisted after the device had exited the guide catheter. As the physician pulled the stent back into the guide it got caught and difficulty was experienced at re-entry to the guide catheter. Upon removal of the device stent damage was noted. Another resolute was used. No clinical sequelae reported.

Event description:
Device evaluation: the distal tip was flared indicating that it may have been stubbed. Numerous struts on the 1st six proximal stent segments were overlapping, raised, deformed and pulled distally. The proximal pillow balloon folds were partially opened and disturbed.

Manufacturer narrative:
Results: the root cause of the reported event is undetermined. Failure to deliver stent and stent deformation. Conclusion: the root cause of the reported event is undetermined. (B)(4).

Manufacturer narrative:
Evaluation: results: related to operational context -the root cause of the reported event was most likely procedural related. Conclusion: operational context contributed to event - the root cause of the reported event was most likely procedural related.